Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 513mg/dl at the time of the incident and treated with insulin by injection shots. The customer declined to troubleshoot for the high readings. The customer stated that they were trying to input their blood glucose information in the insulin pump when the numbers started scrolling up making her remove the battery. The customer stated that they have tried multiple batteries and the insulin pump was still alarming battery out limit during the call. The customer stated that the battery was out of the pump more than allowed. A self-test was performed and the insulin pump passed. The customer was advised to monitor insulin pump. The product will not be returned for analysis.